Event description:
A report was rec'd via FDA's medical products reporting program that a female pt developed a fungal infection while using renu with moistureloc multi-purpose solution. She reported having symptoms of headache and eye soreness. She went to the dr for her condition and was prescribed unspecified medications. The pt had a scheduled follow-up appointment in 2006. Attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.